Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). This malfunction represents particulates in the drain system that cannot cause or contribute to a death or serious injury.

Event description:
The customer contacted baxter's technical service center regarding the home patient (hp) had finished prime and saw some black floating specks in the drain line and wanted to know what to do. The baxter technical service representative (tsr) instructed the hp to start over with new supplies. The call completed and the hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2011 in regards to particulate matter found. The patient said they were able to resume therapy after starting over with new supplies. They said they noticed the black specks after the prime finished because they always check the drain lines and bags before they open the transfer set. The home patient explained she was not connected. They had already discarded the supplies.